Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed. Varying sensing and impedance measurements were found with an increase in capture threshold. Insulation abrasion suspected.